Event description:
The customer stated they have observed qc imprecision on the architect folate assay. There was no report of incorrect patient results or impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.